Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient was unable to twist the connector out during a supply change. With guidance, the patient used a pair of pliers to remove the connector successfully. The agent then walked the patient through the remainder of the supply change, which was completed without issues, and insulin delivery resumed. Blood glucose was not affected, and the patient did not notice any damage to the connector. The patient was using a teflon 6mm 23-inch infusion set. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.